Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to loosening, metal on metal total hip with some corrosion of the metal femoral head and trunnion interface. (Right hip)